Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it stopped functioning as expected. It was noted the issue began a few months prior to revision. All components of the existing ipp were explanted and replaced with a new ipp. The patient is expected to fully recover.